Event description:
It was reported that the device exhibited undersensing during vf episodes. The device appropriately determined that undersensing was occurring and successfully treated the vf with high voltage therapy. No further information is available.

Manufacturer narrative:
.